Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin is off label per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately the customer reverted to an alternate method of insulin delivery.